Manufacturer narrative:
The previously reported service actions were performed on 27-aug-2025, several months before this event occurred. The calibration and qc were acceptable. A general reagent issue was excluded. The investigation determined the issue is related to a sample specific discrepancy. Single false reactive results may occur as the specificity of elecsys hiv duo is less than 100%. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative performed multiple cleanings, replaced the syringe seals, pinch valves, waste tubing, measurement cells, and repaired leaks. He performed a cell purge, calibrated a new blank cell, and performed mechanism checks. He verified that the instrument was performing properly after service. The investigation is ongoing.

Event description:
There was an allegation of false positive elecsys hiv duo results for 1 patient on a cobas e 402 analytical unit compared to alternate methodologies. The hiv duo result was 4.70 coi (reactive). A second sample (taken and processed on the same day as the first sample) was tested using rapid hiv testing (method unknown) in another laboratory, and the result was non-reactive. It was alleged that the sample produced "similar reactive results" on the e402 module. It was alleged that "subsequent viral load testing indicated no detectable levels." The hiv confirmatory test result was 5.30 u/ml (reactive). The method used for the confirmatory test was not provided.